Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate slippage. The lock does have some movement, but when properly positioned and put under pressure, it would not move. New components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient's head position moved in the mayfield modified skull clamp (a1059) during an unspecified case. Additional information was received as follows: 1. Please provide the date of the incident. Do not have date. 2. Was the device in contact with the patient? Yes 3. Was patient prepped for surgery? Yes, occurred during the procedure. 4. Can you please confirm if there was any patient injury involved? Yes, laceration occurred. 5. What type of surgery/procedure was performed during the incident? Crani 6. Was there a delay in surgery due to product problem? If yes, how long? No delay that aware. 7. Were there any patient adverse consequences because of the delay? If yes, please provide details. Laceration. 8. How was the procedure completed? Noted at end of procedure. 9. Please provide patient outcome. Procedure completed, care provided to laceration. 10. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Placement was accurate when placed. 11. Did each pin engage the cranium in a perpendicular approach? Accurate placement.